Event description:
It was reported that when the patient's device goes off, the patient feels like it is clenching her throat, and she will cough hysterically and vomit. She also feels like it's hard to breathe when the device is stimulating. Additional information was received that the patient is seeing a new physician and the device was seen at an intensified follow-up indicator status (ifi). It was noted that over the last few weeks the patient has been experiencing increased stimulation which is causing discomfort. It was reported that the stimulation caused an anxiety attack for the patient and at some point the stimulations were so uncomfortable the patient felt like they couldn't breathe. The patient later had their therapy disabled at a clinic due to the adverse events. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. Health effect - clinical code: e1032. Health effect - clinical code: e1605.

Event description:
Additional information was received from the physician. Per the physician, the cause of the muscle spasms, coughing, vomiting, shortness of breath and anxiety was vns stimulation. The physician stated the patient's device was disabled for patient comfort only. The patient's settings were also provided. No other relevant information has been received to date. No known surgical intervention has occurred to date.